Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional barewire emboshield filter delivery wire device is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat the superficial femoral artery/poplteal artery with heavy calcification and moderate tortuosity. The 315 cm barewire was used with the emboshield nav6 embolic protection system and it was placed in the lower extremity per the instructions for use. The emboshield filter was difficult to advance and remove on the barewire. During use of an atherectomy device, the catheter of the device was getting stuck on the barewire as well as the filter. The devices could only be removed all together as a single unit. Then a drug coated balloon was used to dilate the lesion with a great result. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual, dimensional, and functional analysis was performed on the returned device. The reported difficulty advancing and difficulty removing was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. The investigation was unable to determine a definitive cause for the reported difficulties. It may be possible that the difficulty advancing was the result of challenging anatomical conditions at the location of the peroneal artery. Additionally, the difficulty removing may be the result of the atherectomy device being advanced too close to the filter causing the tip of the atherectomy catheter to become stuck with the proximal end of the filtration element resulting in difficulty removing. However, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.